Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the guidewire broke into pieces while advancing a diagnostic catheter during an angiogram procedure within the aorta. The fractured pieces were removed with a retrieval basket.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record or the complaint database could not be performed as no lot number was provided. Should the device return for evaluation the complaint investigation will be re-opened.